Manufacturer narrative:
Patient age not available from the site. Device lot number, or serial number, unavailable. UDI not available for this system at time of filing. The instrument was not returned, so no analysis was conducted. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that the site was unable to acquire empty images. The wireless c-arm tracker had both the orange and green lights on, then after a few minutes, they would turn off. The site would then have to power it back on. The medtronic representative stated that he thought there was 5 tool cards being used and then the c-arm tracker which would make 10. Under the 15 tool card threshold. The surgery was completed with navigation and there was no impact on patient outcome. The medtronic representative confirmed that the battery on the tracker was dead. After further testing there was no issue with the tracker itself. The battery and the backup battery that was provided were both dead causing the tracker to turn in only for a few minutes and then die. Also the incorrect tool card was chose originally causing the issue of not seeing the tracker. The site had an old wired tracker and the tool card was never changed to wireless.